Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that the skin stapler did not work as it should. It was noted that it did not "click" normally, and the staples did not hold but rather detached/loosened. The issue occurred during a procedure but prior to patient contact. It was confirmed that there was no patient injury. Additional information has been requested but not yet provided.

Manufacturer narrative:
There is one previous complaint of the same code-batch. There are no units in our stock. We have received eight closed samples to analyze this complaint. 1) visual inspection of the returned staplers: no problems were found with all the returned staplers both packages and products. All the staples were loaded correctly. 2) reproducibility test before disassembling all the returned staplers: all the staples were released without any problems. Reproducibility was not observed with all the returned staplers. Stapling function worked properly. 3) disassembled components check of two returned staplers randomly chosen: no problem was found with the measured values of each component of the two returned staplers. Any damages were not observed on the components of both staplers. As the results of the investigation, no problem was found with the production record and measured values of each component of the two staplers which were randomly chosen from the eight returned staplers. Since all the staples were released without any problems and stapling function worked properly, reproducibility was not observed. Based on the conclusion derived from investigation, it is not required to make actions in distributed product. Anyway, you will receive a credit note for two boxes of product as a quality courtesy. According to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.